Event description:
It was reported that the handpiece began overheating at the beginning of a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been rec'd at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the upper bearing was broken. The bearings, front housing and other components were replaced.